Event description:
Rvtip to rvcoil lead impeance warning on (B)(6)2021 measuring 190 ohms and the . Alert threshold is 200 ohms. Note: rv tip to coil ls not the polarity being used for pace or sensing - and this has been addressed in the past and alerts for this condition is off. 2) 2vt episodes detected and treated with antitachycardlc pacing- both episodes occurred (B)(6)2021. The first episode 2:s4 pm with a rate of 176 bpm in the ventricle. Atp was applied - device declares termination of episode but the atp slowed the vt below detection criteria. Vt reappears at the detection rate and atp was reapplied 3:06 pm and termination is observed. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).